Event description:
Customer reports 6 units containing 5fu in saline, overinfused over 19 hours. Report involved 4 separate pts. Customer reports no pt injury or medical intervention resulting from report.